Manufacturer narrative:
(B)(4). The testing and investigation results confirmed an under-delivery. The pole pieces of the motor were found to be misaligned. Additional findings include front and rear pump cases were broken. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The device eval identified a reportable malfunction, under-delivery, related to the original complaint, which was not a reportable event.